Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited loss of capture despite testing at multiple positions. The lead was not used and replaced. The patient was recovering with no adverse reactions.